Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump is broken and she hasn't used long acting insulin in 7 years. Customer is also pregnant and does not want to be without the pump. Customer walked into the ocean and had the pump in the ocean for half an hour. Customer received a button error alarm and stated that the buttons were not working. Customer's blood glucose was 155 mg/dl an hour ago. Customer's blood glucose was 121 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The device had moisture damage on electronics. The device also had minor scratches on the display window, cracked case at display window corners, broken belt clip slot, broken reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.